Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information indicated by medtronic that the customer inserted the needle but the needle did not come out. Customer stated that it was bent in the body. Customer tried 3 different sensors in the belly and the last one the needle did not come out at all and customer tried to pull the needle out it hurts. No harm requiring medical intervention was reported. The device will not be returned for analysis.